Event description:
It was reported that surgeon revised patient's left rejuvenate hip as patient was having pain. Surgeon replaced with restoration modular hip.

Manufacturer narrative:
Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.